Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of (B)(6) 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
The distal end of the y-adaptor broke when intubating the device into the patient's nasal cavity; the device broke at the tip and was reported to still be in the patient's nose. The catheter had been in use for 48 hours; there was no reported injury. Additional information received on (B)(6) 2023 reported, the closed suction catheter (csc) had been in use since (B)(6) 2023; however, the affected y-adapter (3.0), with 3.0mm microcuff, had been in use since (B)(6) 2023 (over 2 weeks); the csc as well as the microcuff were used nasally. It was additionally reported, when the y-adapter broke the broken tip dropped onto the patient¿s face and did not enter the patient¿s body (as was previously reported). It was noted, "there was no effect on the patient".

Manufacturer narrative:
All information reasonably known as of (B)(6) 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
A 3.0 size adapter was returned for evaluation, which was attached onto the peep seal area of the closed suction catheter, no other components were returned. Visual examination of the device revealed the tip of the adapter had detached away from the 3.0mm y-adapter; the bond of the y-adapter tip was intact, and there was evidence of bonded components between the body and tip of the y-adapter. The area of breakage was examined and it exhibited jagged edges around the breaking point; cracks at the top portion of the adapter body were also observed. Testing: the failure mode was replicated with an intentional break after the component was reassembled. The reported event could be confirmed as reported; however, the root cause is undetermined. All information reasonably known as of 14 mar 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.